Manufacturer narrative:
On (B)(6) 2025, the user reported that the system displayed results that differed from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance concerns, and the sensor was requested for further investigation. A review of the in-vivo data showed a declining signal across all sensing areas, indicative of oxidation of the glucose indicating chemistry in the sensor hydrogel, which most likely contributed to the inaccuracies observed by the user. Confirming a sensor malfunction would require testing of the returned device; however, as of the complaint closure, the sensor had not been returned to senseonics and dms records showed that the sensor was last used on (B)(6) 2026. The most recent sensor glucose data (B)(6) 2026) showed that user's glucose data was variable with sg/bg mismatches.in an associated complaint (MFR # 3009862700-2026-00038), the user reported an infection on (B)(6) 2025, at the insertion site that had been going for about 2 weeks. The user was prescribed antibiotics and topical ointment for the reported infection. The onset of this event most likely contributed to the observed sensor inaccuracies. The user was provided with a replacement sensor as part of the resolution. B4.date of this report 26 feb 2026. G3.date received by the manufacturer? 26 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4114,4121. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307,4310.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.